Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Customer stated that insert battery alarm did not display when battery was removed. Customer stated that contact on battery cap was not missed or damage. Customer stated battery compartment was damaged or corroded. Customer stated the spring was damaged or corroded. Insulin pump had a hair line cracked clip rails and exposed to water. No harm requiring medical intervention was reported. The customer will discontinue to use the device.